Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual inspection of the as returned product identified signs of use. No pre-existing conditions were noted on the per. The reported product was located on tooth 44 (fdi) and was removed the same day as placement. The reported event could be recreated, as it was noted the components would not disengage, and the mount screw was stuck in place. DHR review was completed for the subject lot number 2019100125. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR.lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019100125) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components) or product (spwb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number: k011245 and k002188.

Event description:
It was reported that the mount got stuck into the implant and the implant was removed. No other implant placed.